Event description:
As reported to coloplast, though not verified, the patient reportedly had an altis implanted in (B)(6) 2023. Subsequently, the patient experienced mesh exposure, obstructive/irritative lower urinary tract symptoms, recurrent urinary tract infection, vaginal odor and pain, dyspareunia, persistent stress urinary incontinence and bleeding with sexual activity which ultimately required surgical excision and bulkamid injection on (B)(6) 2025. Intraoperative findings included vaginal mesh exposure, the mesh not well incorporated into the tissue and right distal urethral dystrophic calcifications, not physically connected to the main arm of the mesh. Pathology showed the specimen ¿urethral mesh¿ consisted of two tubular fragments of white synthetic, mesh-like material with adherent pink tissue and clotted blood that measured 2.5 x 0.5 x 0.4 cm and 3.3 x 0.6 x 0.5 cm. Also contains a blue synthetic, firm string measuring 2.0 cm in length and < 0.1 cm in diameter.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.